Event description:
Add'l info rec'd from MFR 3/8/00: the product has not yet been returned to datascope for evaluation. The product is promised for evaluation.

Event description:
Add'l info rec'd from MFR 5/5/00: the microscopic appearance of the penetration and of the abraded area is typical of those caused by repeated contact with calcific plaque during intra-aortic balloon pumping. Plaque abrasion and the ultimate penetration of the intra-aortic balloon is not entirely uncommon and has been reported in the literature on various occasions.

Event description:
Intra-aortic balloon inserted during surgery without fluoroscopy. After 9 hours of pumping, blood was noted in the extracorporal tubing indicative of a leak. The catheter was removed and another inserted.